Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor (cgm) pairing failures with the ilet, despite multiple troubleshooting steps including toggling settings, restarting the ilet, re-entering pairing code, and ultimately applying a new sensor, after which a warmup countdown was observed; glucose data were viewable in the dexcom app, and there were no other connected devices. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included guided troubleshooting and user education. Investigation of this case revealed that the issue was limited to communication pairing between the ilet and the dexcom g7, which was mitigated after sensor replacement and device restarts. It was concluded that the cause was an intermittent device communication issue with no health impact.